Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer miscalculated the amount of carbohydrate consumed, and delivered too large of a bolus needed. At the time of the report, customer's blood glucose level was 88 mg/dl. Tandem technical support educated the customer on how to stop delivery of insulin.